Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 38-year-old female patient who had essure (batch no. 740656, 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia and pre-eclampsia. Concurrent conditions included headache, hypertension, anemia and anxiety. In 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced female sexual dysfunction ("(inability to have sexual intercourse) apareunia"), dyspareunia ("(painful sexual intercourse), dyspareunia") and back pain ("pain low back"). On (B)(6) 2013, the patient experienced depression ("depression"). On (B)(6) 2016, the patient experienced fibromyalgia ("autoimmune disorder/fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction"), migraine ("migraines"), osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), fatigue ("fatigue."), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral removal of fallopian tubes) and unilateral oophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract disorder, depression, hypersensitivity, migraine, vaginal haemorrhage, female sexual dysfunction, fibromyalgia, osteoarthritis, ovarian cyst, dysmenorrhoea, fatigue, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, hypersensitivity, menorrhagia, migraine, osteoarthritis, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: essure confirmation test was done. Most recent follow-up information incorporated above includes: on 5-dec-2018: new pfs received: new events added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: fibromyalgia, osteoarthritis, reproductive system disorder or condition type of disorder or condition: ovarian cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain low back, lower abdomen and hip pain were added. Medical history and concomitant conditions added. Lab data added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a 38-year-old female patient who had essure (batch no. 740656, 871972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia and pre-eclampsia. Transabdominal and endovaginal ultrasound report should probable 2.5 cm hemorrhagic right ovarian cyst with free fluid. Concurrent conditions included headache, hypertension, anemia, anxiety, mucous discharge, per vaginal bleeding, vulvovaginal rash, absence of menstruation, genital haemorrhage, uterine fibroid, menses lack of, hot flashes, ovarian pain, cough decreased, dysfunctional uterine bleeding, stress incontinence, female, multigravida, parity 3, pelvic discomfort, diverticulitis, kidney stones and burning micturition. Concomitant products included terconazole (terazol 3). In 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced female sexual dysfunction ("(inability to have sexual intercourse) apareunia"), dyspareunia ("(painful sexual intercourse), dyspareunia") and back pain ("pain low back"). On (B)(6)2013, the patient experienced depression ("depression"). On (B)(6)2016, the patient experienced fibromyalgia ("autoimmune disorder/fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems"), hypersensitivity ("allergic reaction"), migraine ("migraines"), osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), fatigue ("fatigue."), abdominal pain lower ("lower abdominal pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral removal of fallopian tubes) and unilateral oophorectomy and ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, urinary tract disorder, depression, hypersensitivity, migraine, vaginal haemorrhage, female sexual dysfunction, fibromyalgia, osteoarthritis, ovarian cyst, dysmenorrhoea, dyspareunia, fatigue, back pain, abdominal pain lower and arthralgia outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, hypersensitivity, menorrhagia, migraine, osteoarthritis, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure rings were present at the proximal portion of the tube at the cornua on both right and left sides. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: essure confirmation test was done.. Ultrasound pelvis - on an unknown date: slight decreased size of 2.3 cm hypoechoic right ovarian mass. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, depression, headaches, ovarian cyst, menorrhagia. Dysmenorrhea, dyspareunia, fibromyalgia, back pain, pelvic pain, abdominal pain lower. Lot number: 740656, manufacture date: 2010-05, expiration date: 2013-05. Lot number: 871972, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), depression ("depression"), hypersensitivity ("allergic reaction") and migraine ("migraines"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, urinary tract disorder, depression, hypersensitivity and migraine outcome was unknown. The reporter considered autoimmune disorder, depression, hypersensitivity, migraine, pelvic pain and urinary tract disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.